Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (10 mg/ml at 1.501 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain and chronic low back pain. It was reported that the pump stalled the day after a refill appointment on (B)(6) 2018 and recovered the next day. It was noted that the patient went through withdrawal due to the stall. The caller stated that the hcp thought that the pump was then programmed to off state but it had been alarming every 10 minutes since (B)(6) 2018. The caller confirmed that another stall occurred on (B)(6) 2018 and recovered on (B)(6) 2018. The cause of the stall was ruled out to not be due to any electromagnetic interference. It was reported that the pump would be explanted but the caller required assistance in programming it to off state. No further complications have been reported as a result of this event.